Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced stomach pain problems, back pain, and breast tenderness post procedure. This began approximately one-month post implant, and the patient went to the hospital with an unknown result due to the issues. Additionally, three lumps are noted on the left breast, and one lump on the right. Her left breast appears dented, smaller than the right, and rupture is suspected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-15980 for contralateral prosthesis report.